Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that irrigation difficulty occurred. A intellanav mifi open-irrigated ablation catheter was selected for a atrial fibrillation procedure. During ablation the catheter was not "perfusing" correctly. Physician had to take the catheter out of the patient as the metriq pump was giving an occlusion error. When purging the catheter outside of the patient, the physician noted difficulty for the flow. The procedure was completed using a different catheter and no patient complications occurred.